Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported that the unit of measure of their precision xtra meter had changed to mmol/l. The customer reports not taking their insulin dosage based on the results and experienced symptoms of hyperglycemia. Customer went to the hospital and was diagnosed with hyperglycemia with a blood sugar reading of over 400mg/dl on an unknown hcp meter. The course of treatment at the hospital is unknown.